Manufacturer narrative:
The catheter was analyzed upon receipt. A visual examination was performed showing the catheter was received in damaged condition, precluding functional testing. The guide wire remained in the inner lumen of the catheter, the distal shaft of the catheter was stretched and separated, no portions of the catheter were determined to be missing. Although there was no pt impact associated with this incident, there is a potential for injury should this happen again. This report is being sent as a notification. (B)(4).

Event description:
Catheter was tangled with the guide wire while imaging artery. Physician got catheter and guide wire separated and removed from pt. Manipulation of catheter and guidewire damaged catheter almost separating the shaft. Physician stopped using this catheter and finished procedure with another eagle eye gold catheter with no pt problem reported.